Event description:
Caller reported a malfunction alarm identified as malfunction 199 on the tandem pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in resetting it, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared.